Event description:
A filter did not open completely following deployment via a femoral approach. A second filter was successfully placed via a jugular approach without pt complications. This device remains implanted. Therefore, no failure analysis will be available. "Results of multicenter study of the modified hook filter" published in 9/19/91 edition of the journal of vascular surgery documents a factor associated with this type of incident. "When the carrier system is not centered in the vena cava but against the wall, the filter will be discharged into a narrower folded area of the cava". Co believes this factor may have contributed to this event. Co's directions for use state: "confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."